Manufacturer narrative:
Asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: on (B)(6) 2008, patient was implanted with a "depuy metal-on-metal head with corail stem and asr cup" on his right side. Since the surgery, he has had ever-increasing and debilitating pain in his right hip. He also has had increasing pain in his left hip. Additionally, it is alleged that he needs revision surgery and that there is evidence of "metal" in his blood.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.